Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus);") and pelvic pain ("pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dry skin ("rashes or skin conditions type: dry skin on feet and arms;"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches;"), tooth disorder ("dental problems;"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue;"), weight increased ("weight gain;"), alopecia ("hair loss;") and thyroid hormones increased ("thyroid levels elevated."). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding menorrhagia/ hormonal changes describe: bleeding very heavily"). On an unknown date, the patient experienced arthralgia ("joint pain/ hip pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes);) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, vaginal haemorrhage, menorrhagia, fungal infection, cystitis, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia and thyroid hormones increased outcome was unknown and the dry skin, arthralgia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, cystitis, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, pelvic pain, thyroid hormones increased, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 156 lbs. Approximate weight at the time of essure placement: 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: new pfs received: new events added: abnormal bleeding (vaginal, menorrhagia); infection (bladder/ urinary tract/vaginal) type: yeast infections and bladder infection; apareunia (inability to have sexual intercourse); rashes or skin conditions type: dry skin on feet and arms; bladder or urinary problems or changes; migraines / headaches; dental problems; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); pain; vaginal discharge; fatigue; perforation (uterus); weight gain; hair loss; other injury or complication (s) please describe: thyroid levels elevated, abdominal pain, joint pain were added. New reporters and date of birth were added. Outcomes of events abdominal pain, dry skin, joint pain from unknown recovered/resolved were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 39-year-old female patient who had essure (batch no. 740656) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism and hysterectomy. Previously administered products included for an unreported indication: depo provera. On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea (seriousness criterion medically significant), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"), cystitis ("infection (bladder/ urinary tract/vaginal) type:bladder infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dry skin ("rashes or skin conditions type: dry skin on feet and arms;"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches;"), tooth disorder ("dental problems;"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue;") and alopecia ("hair loss;") and was found to have weight increased ("weight gain;") and thyroid hormones increased ("thyroid levels elevated."). In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding menorrhagia/ hormonal changes describe: bleeding very heavily"). On (B)(6)2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. In (B)(6)2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"). On an unknown date, the patient experienced arthralgia ("joint pain/ hip pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (endometrial biopsy, hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and to remove the essure implant). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fungal infection, cystitis, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia and thyroid hormones increased outcome was unknown and the dry skin, arthralgia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, cystitis, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, pelvic pain, thyroid hormones increased, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 156 lbs. Approximate weight at the time of essure placement: 130 lbs the device was deployed in the left tube wlth.1 coli sticking out of the left tube. The essure device was deployed in the right tube with 3.5 coils sticking out of the right tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-dec-2018: plaintiff fact sheet received. Other relevant history updated. Lot number newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 39-year-old female patient who had essure (batch no. 740656) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism and hysterectomy. Previously administered products included for an unreported indication: depo provera. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea (seriousness criterion medically significant), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"), cystitis ("infection (bladder/ urinary tract/vaginal) type:bladder infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dry skin ("rashes or skin conditions type: dry skin on feet and arms;"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches;"), tooth disorder ("dental problems;"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue;") and alopecia ("hair loss;") and was found to have weight increased ("weight gain;") and thyroid hormones increased ("thyroid levels elevated."). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding menorrhagia/ hormonal changes describe: bleeding very heavily"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"). On an unknown date, the patient experienced arthralgia ("joint pain/ hip pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (endometrial biopsy, hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fungal infection, cystitis, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia and thyroid hormones increased outcome was unknown and the dry skin, arthralgia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, cystitis, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, pelvic pain, thyroid hormones increased, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 156 lbs. Approximate weight at the time of essure placement: 130 lbs the device was deployed in the left tube wlth. 1 coli sticking out of the left tube. The essure device was deployed in the right tube with 3.5 coils sticking out of the right tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: quality safety evaluation of ptc (product technical complaints). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), pelvic pain ('pain') and dysmenorrhoea ('dysmenorrhea (cramping)') in a 39-year-old female patient who had essure (batch no. 740656) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, hysterectomy, pregnancy, nausea and glucose high. Previously administered products included for an unreported indication: depo provera. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea (seriousness criterion medically significant), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"), cystitis ("infection (bladder/ urinary tract/vaginal) type:bladder infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dry skin ("rashes or skin conditions type: dry skin on feet and arms;"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches;"), tooth disorder ("dental problems;"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue;") and alopecia ("hair loss, huge amount of hair loss") and was found to have weight increased ("weight gain;") and thyroid hormones increased ("thyroid levels elevated."). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding menorrhagia/ hormonal changes describe: bleeding very heavily"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"). On an unknown date, the patient experienced arthralgia ("joint pain/ hip pain"), abdominal pain ("abdominal pain"), facial bones fracture ("broken nose"), chest pain ("chest pain"), back pain ("back pain"), tooth infection ("well it's a infected wisdom tooth"), ear infection ("ear infection"), pain ("my entire body aches"), cystitis noninfective ("my kidney and bladder inflamed pretty badly"), ear pain ("I was having pain in my ear and jaw"), pain in jaw ("I was having pain in my ear and jaw") and facial paralysis ("I have bells palsy"). The patient was treated with surgery (endometrial biopsy, hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fungal infection, cystitis, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, thyroid hormones increased, facial bones fracture, chest pain, back pain, tooth infection, ear infection, pain, ear pain, pain in jaw and facial paralysis outcome was unknown and the dry skin, arthralgia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, chest pain, cystitis, cystitis noninfective, dry skin, dysmenorrhoea, dyspareunia, ear infection, ear pain, facial bones fracture, facial paralysis, fatigue, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, pain, pain in jaw, pelvic pain, thyroid hormones increased, tooth disorder, tooth infection, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 156 lbs. Approximate weight at the time of essure placement: 130 lbs the device was deployed in the left tube wlth.1 coli sticking out of the left tube. The essure device was deployed in the right tube with 3.5 coils sticking out of the right tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events were added: broken nose, chest pain, back pain, well it's a infected wisdom tooth, ear infection, my entire body aches, my kidney and bladder inflamed pretty badly, I was having pain in my ear and jaw, I have bells palsy. Reporter information were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.